Event description:
An implant card was received for the lead revision surgery due to high impedance. It was previously noted that the facility is a do not contact and no return site, so the explanted lead is not expected for return. No additional relevant information was received to date.

Event description:
It was reported that high impedance was seen during a generator replacement surgery on the new generator once the old generator was replaced. Pre-operative impedance was within normal limits. Pin reinsertion was attempted and did not resolve the issue. It was then stated that the surgeon noticed a small lead fracture. No lead revision has taken place to date. No additional relevant information has been received to date.